Event description:
Subsequent to the initially filed report, additional information was received. It was reported that a non-abbott guide wire was used to successfully complete the procedure with good patient outcome. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported break, stretched coils, difficulty to remove and inability to torque the guide wire appear to be related to operational circumstances of the procedure. It is likely that during the advancement through the heavily calcified, mildly tortuous, 90% stenosed lesion, the guide wire became damaged resulting in the core break and the inability to torque the guide wire. The core break likely resulted in the difficulty to remove and the stretched coils during retraction. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9, h3: device not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, 90% stenosed lesion in the right coronary artery (rca). A 190cm ht bmw universal ii guide wire (gw) was advanced to the target lesion when it was noted that the guide wire lost the ability to torque. The guide wire was removed with resistance met from the anatomy, and it was noted that the tip coil was damaged. A non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.